Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
Updated information: d4 UDI serial number.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report 1220648-2025-48130.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 47-year-old male patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella 5.5 was inserted as a continuation of therapy from an impella 5.5. While the patient was in the intensive care unit (ICU), there was a high purge pressure/purge system blocked alarm. The nurse changed the purge bag but the alarm continued. Troubleshooting steps were attempted, but did not resolve the alarm. The flow was decreased to p-2 then ramped back up; however, the alarm continued. Tissue plasminogen activator (tpa) was initiated, which resolved the alarm. There was no noted interruption of flow or support for the patient. Two months after impella insertion, the impella was removed as a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 4.5l/min as intended. Thrombus formation can create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.